Manufacturer narrative:
D4: expiration date inadvertently added in initial report and is not applicable for this device. H4: manufacture date inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a damaged bend relief was confirmed with the returned ac power cord. Visual inspection revealed damage on the broken strain relief and exposed the underlying wires. Electrical testing did not reveal any shorted or severed condition with the underlying wires. The damage on the broken strain relief appear to be superficial. The analysis could not determine a root cause of the damage. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 03feb2020. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's power cable to the mobile power unit was damaged and that the bend relief had broken and was showing exposed wires.